Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Serial number (B)(6) was erroneously submitted in initial report on 9/6/2019. Correct serial number is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker's grade iii (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent breast augmentation revision surgery with a 480cc mentor smooth round ultra high profile memorygel breast implant experienced right sided capsular contracture baker¿s grade iii post procedure. The right sided capsular contracture baker¿s grade iii was confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019.